Manufacturer narrative:
Updated sections: MFR name, city, and state, model/lot#, concomitant medical products, MFR contact info, date received by MFR, type of reports, if follow-up, what type?, evaluation codes and additional MFR narrative. (B)(4) was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02925 and 3007042319-2015-02926) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a [?]vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. The IFU further advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. In addition, the device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this patient was found by her neighbor unresponsive with the power sources disconnected from the controller and pump. The neighbor notified ems, the patient's daughter and, the patient's physician upon discovery of the subject. "The neighbor reported that feels the patient had been preparing for sleep the night before, as she was wearing her pajama bottoms and the blouse she was wearing the day before. The batteries were placed in pairs around her bed and her fanny pack was lying on the bed, as was her typical routine. The neighbor further stated that the patient appeared to be exchanging a battery for an ac adapter and may have lost balance accidentally disconnecting the power sources. Of note, the patient was preparing to move to an assisted living facility due to her daughter's believe that she had become increasingly forgetful and confused. The patient had also expressed concern about having to care her large home. The pump remains implanted post-mortem. The cause of death was reported to be dilated hypertrophic cardiomyopathy and lvad pump failure. Investigation is ongoing.